Event description:
It was reported that, after an internal fixation surgery on (B)(6) 2021, a intertan 10s 10mm x 40cm 125d left and a intertan lag/compression screw kit 95mm / 90mm broke. A revision surgery was performed on (B)(6) 2021 to remove it and insert a new one. Current health status of the patient is unknown.